Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e216 scope communication error was due to corrosion found on the endoscope connector and the light guide glass corrosion was due to a water leakage. The most likely cause of both findings is due to a degradation problem identified. The most probable cause of the degradation problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that an error e216 occurred and there was corrosion found on the light guide cover glass. There was no patient involvement.